Event description:
It was reported by the rep the device was used during a laparoscopic hysterectomy. It was reported the 355dh housing came apart during a routine device exchange. Specifically, portion on top of housing that holds seal in place detached from remainder of housing. The product was used for remainder of case. There was no consequence to the patient.